Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of a chronic type b aortic dissection with re-entries using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. During the treatment, a ctagac, tgmr312610j, was implanted distally. Then second ctagac was implanted proximally. On (B)(6) 2022, at a follow up, a computed tomography angiography revealed a distal type I endoleak at re-entry. On (B)(6) 2022, reintervention was performed. A stent graft was implanted distally to extend above the celiac artery. An angiography revealed no endoleak. The patient tolerated the procedure. The physician stated that during the first treatment, the distal landing zone length may have been short despite the large distal re-entry. There was blood flow into a re-entry, but additional stent graft was implanted to extend above the celiac artery. The patient will be monitored. Reportedly, after implantation of the additional stent graft, blood flow into the re-entry of an iliac artery was observed. This re-entry was not caused by tevar.

Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.